Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported phacoemulsification tip and handpiece was blocked during the sculpt mode of cataract surgery (with intraocular lens implant) and there was no aspiration of ophthalmic viscosurgical devices (ovds) and balanced salt solution (bss). The surgery was completed after replacing the product with another one. No patient impact was reported. This report pertains to phacoemulsification handpiece involved in the reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Based on the additional information received following submission of the initial report, the event "no aspiration during the sculpt mode" is no longer applicable for this file. Hence, the event a1413 suction problem is retracted from the h.6. Therefore, the event does not meet criteria for reporting as a malfunction. No further reports will be scheduled under mfg report num: the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.